Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 67. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log was performed finding an error code failure, confirming the reported complaint. However, a root cause could not be determined.